Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title : incidence, clinical impact and predictors of thrombocytopenia after transcatheter aortic valve replacement.

Event description:
The article "incidence, clinical impact and predictors of thrombocytopenia after transcatheter aortic valve replacement" was review. This research article is a retrospective single center experience to evaluate the incidence, clinical impact and predictors of acquired thrombocytopenia in patients undergoing transcatheter aortic valve replacement (tavr). Sapien, edwards, corevalve or evolute,and portico valves were associated with this study. The article concluded that the platelet count decreased almost 40% after tavr. Late nadir and a percentage decrease in platelet count of greater than 46% predicted short term clinical outcomes. Concomitant late nd significant platelet decrease was associated with mid term mortality. The primary author of this article is gabriela tirado-conte, dept of cardiology, (B)(6), hospital (B)(6), prof (B)(6) , s/n (B)(4), (B)(6). Corresponding author: (B)(6), md, with email address: (B)(6).

Manufacturer narrative:
As reported in a research article, patients implanted with transcatheter aortic valve had complications of stroke, vascular complications, bleeding complications, acute kidney injury, and new permanent pacemaker implantations, post procedural aortic regurgitation, and post procedural aortic gradient. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.